Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 31 jan 2017 the customer indicated that the device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the rf detect sponges fall apart. The lot number is not available.